Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment partial display anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with cracked lcd window and cracked case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the customer was unable to read the screen. The customer¿s blood glucose level was 134 mg/dl. The customer reported that there were cracks and partial screen not visible, insulin pump was washed and dropped. Troubleshooting was performed for damage. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.